Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly to interface board. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was going to a blank display when transferring blood glucose readings to update sensor. Customer's blood glucose reading at the time of the call was 206 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.